Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported the blood glucose reached 15.3 mmol/l (275 mg/dl) less than 48 hours after the pod was activated and she noticed the cannula had come out of her skin.